Manufacturer narrative:
Other, other text: additional information in h6 and h10. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a patient received three cassettes that were all bad cassettes. The patient had to use an emergency kit for one mix due to faulty cassette. This is a continuous infusion. The event occurred while in use with a patient. The event did not cause or contribute to patient or clinical injury. The infusion is life sustaining. The event is resolved.